Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error and the drive support cap was flush. The blood glucose reading was 246mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump received with motor error alarms during rewind and error alarms confirmed in history file due to motor encoder signal out of phase. Drive support disk was inspected and no anomaly was noted.